Event description:
It was reported that a ez35b was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the instrument can not be opened. There was no consequence to the pt. 10/13/1998 additional info from affiliate. After firing, the device could not be opened on the tissue. The tissue could easily be removed from the instrument. The staple line was complete. Further staple lines were completed with a new device.